Manufacturer narrative:
Customer ordered a replacement part. This report was submitted in agreement with FDA for the retrospective reporting commitment. (Reference: (B)(4))

Event description:
It was reported to philips that a power bootup issue with a hardware component occurred on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.